Event description:
I had the essure placed in 2013, initially no complications, however; since the procedure I have experienced chronic llq abdominal pain, irregular bleeding and spotting requiring birth control pills along with passing large clots. I am scheduled for a hysterectomy later this year to have this removed.